Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in a coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon advancing it to the lesion, the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: promus premier ous mr 20 x 3.50mm stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in a coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon advancing it to the lesion, the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that severely stenosed target lesion was located in moderately tortuous and severely calcified the left main coronary artery.

Manufacturer narrative:
B5. Describe event or problem- updated. E1- initial reporter city: (B)(6) and dong autonomous prefecture.

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in a coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, upon advancing it to the lesion, the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that severely stenosed target lesion was located in moderately tortuous and severely calcified the left main coronary artery.